Event description:
When pulling the tube, the instrument cut the tube in half.

Manufacturer narrative:
Pursuant to the acquisition of acmi corporation by gyrus group plc, the decision making criteria for filing mdrs has been re-assessed and modified. A review of all complaints received post-acquisition was conducted. As a result of that review, this report has been determined to meet the revised criteria and is being filed with the agency at this time. Visual inspection of the instrument revealed that the forceps tongs were severely misaligned and that both inner and outer forceps tubes inside diameter were nicked. As a result of the misaligned tongs, when the instrument was exercised just prior to the firing point (this is the point where the forceps would surround the fallopian tube) the tongs snapped which suggests that the forceps may have not properly contacted the fallopian tube and may have pierced it rather than surrounding it, however, this could not be confirmed. Also, there is a likelihood that the fallopian tube was cut against the nicks during the time the instrument was retracted during use, however, this could not be confirmed. The instrument functioned properly after multiple firings, the falope-ring band fired off successfully each time. The damage may have occurred during the user's assembly or the user's sterilization process; however, this could not be confirmed. The product manual, man-8001, specifically indicates in the "warnings and cautions" section not to drop instruments or allow them to be struck by other objects. In the "disassembly/assembly" section of the same manual inspection criteria are specified for the forceps tongs. This criteria includes checking for burrs and nicks on the tongs as well as misalignment. The manual states if any such damage exists, the instrument should be replaced or returned to acmi for repair. Under the "troubleshooting" section of man-8001, tube replacement is called for in any case where the tubes are bent, dented, or distorted. This unit was manufactured in 2000 and this is the first one in for repair. Instrument in need of maintenance. In addition to potential customer misuse, this unit was in need of repair. The acmi repair dept recommends that this type of instrument have maintenance approx every 6-9 months.